Event description:
Customer reported the centrifuge rotor broke apart.

Manufacturer narrative:
It was reported that a rotor broke apart, but the contents were contained within the centrifuge. No one was exposed or had to be treated. No injuries or loss of patient samples were reported.